Event description:
Customer indicates that while taking 12 lead, they are getting "connect ECG cable" message.

Manufacturer narrative:
Customer indicates that while taking 12 lead, they are getting "connect ECG cable" message. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.